Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the physician that the implantable pulse generator (ipg) exhibited inappropriate pacing and irregular pacing rate. The ipg remains in use. It was later reported that the issue was suspected to be caused an external electrocardiogram (ECG) device. No patient complications have been reported as a result of this event.